Manufacturer narrative:
A complete lead was returned in three segments for analysis. Internal insulation abrasion was noted at 2.5 cm to 2.8 cm, 12.1 cm to 13.4cm, 13.8 cm to 14.0 cm, 14.2 cm to 14.6 cm, 15.4 cm to 16.3 cm and 13.2 cm to 14.7 cm from distal to the suture sleeve tie impression. The inner, rv, and svc lumens were found to be breached with no damage noted on the etfe. Externalized conductors due to internal insulation abrasion were noted at 7.2 cm to 9.7 cm and 9.0 cm to 11.3 cm from the distal tip. The rv was found to be breached with explant damage noted to the etfe cable coating. This is consistent with the observation from the field of insulation abrasion.

Event description:
It was reported that during a generator change out for normal eri, fluoroscopy revealed externalized conductors on the rv lead. No electrical anomalies were detected. Patient had not experienced any adverse effects. The physician decided to laser extract the rv lead. The procedure was successful and the patient was stable throughout the procedure.